Event description:
The initial attorney report alleged pain, adhesions, obstruction, hernia, add surgery, and explant. The following is based on the medical records provided by the patient's attorney: (B)(6) 2001 - repair of recurrent umbilical hernia with flat mesh. (B)(6) 2006 - primary repair of recurrent umbilical hernia. There was no indication that the flat mesh was visualized during this procedure. (B)(6) 2006 - primary repair of recurrent umbilical hernia. Fascial dehiscence was noted resulting in small bowel obstruction. There was no indication that the flat mesh was visualized during this procedure. (B)(6) 2007 - excision of the flat mesh and repair of recurrent incisional hernia with composix kugel mesh. Reportedly, a loop of small bowel was found to be adhered to the flat mesh. The loop of bowel was partially kinked on itself, there were multiple other adhesions from small intestine to the abdominal wall. (Note: see MDR 1213643-2012-00482 for information related to the composix kugel mesh). (B)(6) 2007 admitted for partial small bowel obstruction that resolved with conservative management. Reportedly, there was no indication that the composix kugel mesh was contributory. Upon discharge, the patient was noted to be healing well without pain.

Manufacturer narrative:
Initially, one event was previously reported by the patients' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the information available at this time, no definitive conclusions can be made. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.